Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 2 months after the dental implant and temporary hybrid denture were placed in ada site 10 the mouth, the implant had not achieved integration. Clinician reports pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 2 months after the dental implant and temporary hybrid denture were placed in ada site 10 the mouth, the implant had not achieved integration. Clinician reports pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).